Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00449.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 high flow kit and a penumbra system 3d revascularization device (psr3d). It was noted that the thrombus was hard and compact. During the procedure, the physician attempted the first pass using a penumbra system ace 68 reperfusion catheter (ace68) and a neuron max 6f 088 long sheath (neuron max), then attempted a second pass using the same ace68 with a psr3d. While attempting to retract the psr3d back into the ace68 at the end of the second pass, the physician experienced resistance; therefore, the ace68 and psr3d were removed. Upon removal, the physician noticed that the distal tip of the ace68 had collapsed and that one of the psr3d proximal tynes was bent. The procedure was completed using a new ace68, a new psr3d and the same neuron max. There was no report of an adverse effect to the patient.